Event description:
During product service by a service technician, a flogard infusion pump was found to have a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.